Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged, during revision procedure the physician could not get adequate values. The lead was explanted and replaced.